Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose on (B)(6) 2017, with blood glucose of 20 mg/dl and 62 mg/dl at the time of the incidents. Customer took a bolus of 1.6 units and an hour later they had a low of 20 mg/dl. The customer stated that when loading the reservoir they're used to insulin squirting out, but this time it was a stream instead of drops. Customer went to the hospital for the second incident. Their blood glucose fluctuated between 20 mg/dl and 220 mg/dl between as a span of 35 minutes. The customer was at 217 mg/dl at the time of the call. The customer was given insta-glucose, glucose gel, and food to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed but the customer is uncomfortable using the pump. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The motor was tested outside of the device and passed. Pump primed properly. The displacement test functioning properly. Pump received with scratched case, pillowing keypad overlay, missing display window cover and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.